Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was ruptured upon first inflation at 6 atm. The procedure was completed with another of the same device. No patient complications were reported.